Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed because the device would not boot up. A data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found a defective battery. The reported event of an overheating recevier was not confirmed. A root cause could not be determined.